Event description:
It was reported that the insulin pump alarmed battery out limit and had blank display. Troubleshooting was done. During the troubleshooting the display returned. The customer was educated regarding the caused of battery out limit alarm and advised customer the battery cap would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.